Event description:
It was reported that at the end of a lap nissen procedure, the white tissue pad fell off the device outside of the patient. The customer stated there was no patient consequence and the patient is doing fine.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.